Event description:
Patient reported "chest pain, chronic fatigue, memory disorders, massive allergies, increased food intolerances, skin eczema, headaches, and extremely dry eyes". Additionally, patient reported "burning pain in the breasts, burning eyes, recurrent purulent infections on the fingers, red and burning facial skin, hair loss, severe fatigue and chronic tiredness, frequent sinusitis, almost daily headaches, heavy, aching arms and joints, concentration problems" and "affected my emotional well-being". The device remains implanted. This relates to an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "recurrent purulent infections on the fingers".